Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. The pump was received with stripped battery cap coin slot, cracked display window corner, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and damaged battery cap from the insulin pump. The customer's blood glucose level was 141 mg/dl. The customer stated that he changed out his battery and the number 6 came up and his screen was blank. The customer stated that the pump has been dropped before but not recently. The customer does not have new aaa alkaline batteries to test with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.